Event description:
The customer reported via phone call that she had a delivery anomaly on the insulin pump. Customer stated that the issue has been on and off since (B)(6). Customer's blood glucose was 338 mg/dl at the time of the incident. Customer's current blood glucose is 249 mg/dl. Customer stated that her blood glucose was 180-190 mg/dl in the morning and it was 250-300 mg/dl around lunch. Customer stated that it would not show up in the history. Customer thinks there is a delivery anomaly since some of the boluses are not in the history. Customer stated that her doctor helps her program her pump. Customer did not have symptoms of high blood glucose, she only had a headache. Customer stated that she has treated her blood glucose. Customer was assisted in performing the displacement test and the pump passed. Customer stated that she needs to try a new bottle of insulin and move the set. Customer was advised to monitor the pump and her blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.